Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead was experiencing pain as a result of phrenic nerve stimulation. A chest x-ray was performed and confirmed that this lv lead had dislodged. A revision procedure was performed and the lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.